Manufacturer narrative:
The investigation concluded that the reported device is not an siw product therefore the event is not reportable for siw. The event has been investigated by (B)(4) - reference product inquiry #(B)(4).

Event description:
It was reported that a revision procedure on the patient's proximal femur implant is required.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device is currently still implanted.

Event description:
It was reported that a revision procedure on the patient's proximal femur implant is required.